Event description:
It was reported during insertion of the device that the screw threads shredded. The device was not used to complete the procedure. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified the hex shows nicks and gouges from use. Outer head diameter, threads, and taper below head show nicks and scratches with witness marks from screw penetration in the shell. Outer head diameter has a lip formed. Thread is fractured with piece remaining attached. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.